Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer continued to have high blood glucose despite excessive troubleshooting. Customer reported that insulin did not come out of infusion set during bolus delivery. During troubleshooting, insulin pump failed high pressure test as there was absence of no delivery alarm. Insulin pump would need to be replaced. Customer's blood glucose was 18.3 mmol/l.